Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment procedure for venous anastomosis of an av graft, the stent graft allegedly failed to deploy. Therefore, another device was used to complete the procedure.

Manufacturer narrative:
Manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: a stent graft delivery system was returned. Based on the evaluation of the returned sample the reported issue could be confirmed. A device compatible guide wire was found to be stuck in the delivery system and the outer sheath was found to be elongated, which indicated that high release force was present during the procedure. This subsequently led to an outer sheath fracture and hence to a partially deployed stent graft. A manufacturing related issue could not be identified. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product (b05667 rev. 5/04-16) it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Regarding required materials the IFU states: "0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system". Furthermore the IFU states: "if resistance is encountered when removing the delivery system, it is recommended to remove the delivery system, introducer and guidewire as a single unit." Expiry date: 06/2020.

Event description:
It was reported that during a stent graft deployment procedure for venous anastomosis of an av graft, the stent graft allegedly failed to deploy. Therefore, another device was used to complete the procedure.